Manufacturer narrative:
Concomitant medical products: product ID: 9733678, serial/lot #: unknown. A medtronic representative went to the site to perform a system checkout. The internal power cable was adjusted and the system then passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system, being used during a functional endoscopic sinus surgery (fess). It was reported that the system would no longer power on. The site was using the system and then it shut down. They were then unable to get the system to power back on. The green power button was not illuminating. There was no visible damage on the cable and they attempted to use a different power outlet. The nurse also confirmed that the power cable was not pulled too tight on the lower panel. Use of navigation was aborted. The procedure was delayed by less than one hour and there was no impact on patient outcome.